Manufacturer narrative:
The insulin pump had an intermittent button response due to moisture damage on keypad traces. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump had no suspended by itself noted. The test ultralink blood glucose meter communicates properly to pump. The bolus wizard functioned properly per bolus. The insulin pump received with cracked display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the device is suspending itself and has had low blood glucose levels. The customer's blood glucose level at the time of incident was 42mg/dl. The customer's most current level was 182mg/dl. The customer states they treated with food. Troubleshoot was conducted. The pump passed the low blood glucose testing. The pump is being replaced and returned for analysis due to the keypad anomaly.